Event description:
It was reported that during a coronary artery drug eluting stenting procedure, the stent was damaged. The target lesion was located in the 90% stenosed, severely tortuous, heavily calcified proximal to distal rca (right coronary artery). A 2.0mm balloon was advanced for predilatation, but would not cross the lesion. Following angioplasty with a 1.5mm balloon, the 2.0mm balloon crossed the lesion and was dilated. Another manufacturer's 2.5mm bare metal stent was then implanted in the distal rca. The 2.75x28mm taxus express2 drug eluting stent was advanced, but would not cross the calcified portion, short of the target lesion. On removal, it was noted that the proximal edge of the stent was lifted. The lesion was treated with another of the same device after a few angioplasty balloon inflations. There were no complications for the patient, and the patient's status was reported as good following the procedure.